Event description:
It was reported that a red call doctor icon was illuminated on the patient's communicator. Latitude review was performed, and the red call doctor was declared due to low out of range pacing impedances on this right ventricular (rv) lead, which caused a lead safety switch. The patient was referred to their health care professional (hcp). This rv lead remains in-service at this time. No adverse patient effects were reported.